Manufacturer narrative:
Retainer ring=clear. On sep 08, 2020 the customer had ER visit due to low bgs. Customer alleged to pump defectiveness (battery last less than 1 week) and (failed battery test alarms) noted. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. Pump received with normal operating currents. No battery failed alarms noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No low battery alerts noted during testing or in the pump history files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Unable to verify customer alleged for low bgs. Battery lasting less than 1 week not confirmed during testing or in the power management graph. Failed battery test alarms not confirmed during testing or in the pump history/trace files on event date. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 and d10 section.

Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with normal operating currents. No battery failed alarm during testing. Device received with cracked select button keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited to emergency room due to hypoglycemic event on unknown date. Customer reported they had low blood glucose value. In recent, customer reported they had inaccurate sensor readings for hyperglycemia with over 600 mg/dl. It was unknown if customer was using auto mode at the time of incidence. Customer reported rejected new battery and failed battery alarm. The insulin pump will not be returned for analysis.